Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: I am an intuitive csr. These are medical devices that were not returned by ms. Dillenschneider's predecessor. No patient incidents are known to date, nor is there any damage to patient equipment. Ms. Dillenschneider is unable to provide further information on the returns as she was not in the position at the time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end.